Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon device interrogation, the right ventricular lead exhibited noise that was oversensed by the device. The physician elected to replace the lead, and upon opening the pocket, an infection was noted. The physician did not allege the infection was not related to any abbott procedure or product. The physician also suspects the infection may have contributed to the oversensing. The physician explanted entire system, which included the implantable cardioverter-defibrillator and right ventricular lead to resolve the issue. A new system was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.